Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non conformances were found. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the "bag was full of formula at the end of feeding". They stated that they had set up the feeding at 12am, and that when pump alarmed dose done at 8am, the bag was still full. Mmdg did follow up with the initial reporter to obtain additional information, who stated that the patient had not experienced adverse effects due to the complaint, no other information was provided. Complaint- (B)(4).